Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2008. Device evaluation: visual analysis of the returned device identified: weight to the spec and flat crease. Cloudiness was observed after autoclave disinfection process. Based on the device analysis the final assessment was: no issues found related with the manufacturing process. The event of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Physician reported left side loss of nipple sensation. The device has been explanted.